Event description:
It was reported that during a da vinci-assisted surgical procedure that error c-00 occurred against the erb, and there were issues with the monopolar energy. The site used an external cautery source to complete the surgery. There were no reports of patient injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the integrated electrosurgical unit (iesu). The system was verified and ready for use. Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the integrated electrosurgical unit (iesu) for failure analysis investigation. The unit was analyzed and the reported failure was confirmed and replicated. During power-on test, the error "c-34" was found, confirming the fault occurred in the field. Additionally, a review of the internal erbe error logs showed the presence of error c-00. Upon visual inspection, no issues were found that would be related to the reported event. The complaint was confirmed based on failure analysis. The probable root cause is attributed to voltage measurement failures due to an electrical component failure in the erbe generator.

Event description:
Refer to h11 for follow-up information.